Manufacturer narrative:
The actual device was tested by the service provider on 04/05/2019. The flow rate deviation was within the +/- 5% specification. The pump met all specifications as intended. The reported issue was not confirmed.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 03/14/2019, and stated that one of her nurses was infusing saline, and the time that was set was different from the actual amount of time the infusion took. She stated there was no one harmed. She stated the assumption is that the time is slower by 30 min than it should be. Event date was not provided.